Manufacturer narrative:
Software issue.

Event description:
The customer reported that the non-invasive blood pressure (nibp) stopped populating. No adverse event involving a patient or user was reported by the customer.